Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the crimped stent had moved distally off the balloon and the entire stent was bunched, distorted, overlapped and lifted upwards from the stent profile. The type of damage evident to the crimped stent is consistent with an undeployed stent experiencing resistance during withdrawal attempts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified distal left main coronary artery to the left circumflex artery. The lesion was predilated with an unspecified balloon catheter. Then a 28mm x 3.00mm taxus¿ liberté¿ stent was advanced to the lesion however the distal edge of the stent was flared. During removal of the device, the stent was dislodged in the radial artery. The detached stent was retrieved using a biopsy forceps. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that stent damage and stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified distal left main coronary artery to the left circumflex artery. The lesion was predilated with an unspecified balloon catheter. Then a 28mm x 3.00mm taxus¿ liberté¿ stent was advanced to the lesion; however, the distal edge of the stent was flared. During removal of the device, the stent was dislodged in the radial artery. The detached stent was retrieved using a biopsy forceps. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).